Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery would not charge. Pump was not being used for insulin therapy; customer's blood glucose was not impacted. Another pump was used.